Event description:
Pt reported experiencing incidences that the infusion device stopped working without warning due to a depleted power pack. He indicated that on two occasions the power pack became depleted after less than one week of use. Pt stated that on one occasion, the infusion device stopped working without warning and the other occasion the infusion device provided both the low power pack warning and the power pack depleted alarm. He did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for evaluation.